Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal drive support cap. No damage or loose drive support cap during our testing noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window cracked battery tube threads and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump is not rewinding all the way and he noticed is smells like insulin. The customer stated that the insulin pump is not giving him alerts. He changed the reservoir but had difficulty rewinding. The customer also reported that the drive support cap is flush. The customer did not know how the damage occurred. Blood glucose value was 228 mg/dl customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.